Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report the meter blood glucose reading was 115 mg/dl while the blood glucose reading was 39 mg/dl. The customer stated that he would have ended up in the emergency room if he wasn't already at a health care provider's office. Customer was at the doctor's office for an appointment and could not continue the call. Nothing further reported.